Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with associated MFR# 2954740-2016-00288. Additional procode: krd. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the contact at the user facility that a deltamaxx cerecyte coil (cdx18246030/c31667) failed to detach during a coil embolization procedure. The complaint coil was withdrawn and it was still attached to the delivery system upon removal; no stretching was noted on the coil upon removal. A pre-deployment electrical check performed. The green system ready light did not illuminate and the detachment light did not illuminate during the detachment cycle. All connections appeared to fit properly without application of excessive force. A new coil was used to complete the procedure. The same connecting cable and dcb were used successfully. There was no report on patient injury. There were no intra or post procedural complications or delays related to device or reported event. It was initially reported that the complaint product is available for return.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00288. Limited information was received. The unidentified detachment control box (dcb) and the unspecified connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 53.6 ohms (range 48.5/56.0) and the test enpower and cable system ready green light illuminated (deltamaxx IFU).the coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 53.6 ohms. The field complaint of the coils non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The complaint of the coils non-detachment cannot be confirmed. The dpu passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Therefore, no corrective actions will be taken at this time.